Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the transmitter did not allow monitoring or beeping of the monitor. As a result, the patient was unaware that their sugar had gone well below 40 mg/dl because there was no readings or alert, or alarm. Because of this issue, the patient collapsed due to diabetic coma. He laid on the floor and called medical help. The hypoglycemia was treated with glucagon. After treatment, the bg was 60 mg/dl. In the next hour, he recovered with lightheadedness and his bg stabilized to 110 mg/dl after 2 hours. At the time of the report, the patient was fine. Of note, the patient uses a medtronic pump (no hybrid closed loop feature) and prescribed ozempic. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. T here were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.